Manufacturer narrative:
This report came in during a review of clinical data. Patient demographics have not been disclosed to rti surgical as of date of this report. The screw is still implanted in the patient, as of date of this report, therefore a batch number has not been identified and further investigation is not possible. No more information is available at this time. A DHR review was not able to be done because the device is still implanted and batch number is not available.

Event description:
It was discovered that a polyaxial screw broke post operatively. Initial surgery date was (B)(6) 2018. During a follow up visit on (B)(6) 2019 it was noted on cervical spine x-ray that t1 pedicle screw was broken in the middle of the pedicle. The pedicle break was confirmed on a CT scan on (B)(6) 2019. Revision surgery has not been done.